Event description:
Caller reported a cgm error 42. There was no reported impact to the customer's blood glucose level. Cts provided complete pump reset information and walked the caller through the process, after which the pump did not display the cgm error code again. Cts advised the caller to wait 20 minutes before starting their sensor session, and the caller acknowledged this instruction.